Event description:
Home patient (hp) receiving ehmodialysis on the 550 device. Hp reported during the last hour of treatment (tx), hp started to "feel terrible." Hp experienced severe cramping and it was necessary for hp to receive 200cc normal saline to alleviate the cramping. Hp reported no pt injury resulted from this event. Hp reported too much weight had been removed.